Event description:
It was reported that the pump of this inflatable penile prosthesis was not filing; when pumped, the device did not inflate and the pump stayed flat. The device was explanted and replaced. No patient complications were reported.